Manufacturer narrative:
This follow-up report is being submitted to relay additional information: device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision procedure, the acetabular liner could not be separated from the cup. The cup, screws, and liner had to be removed. It was further reported that upon implantation of the liner, it sat proud. Attempts to obtain more information have been made and none is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-04976 & 04978).

Event description:
Liner could not be removed from cup.

Manufacturer narrative:
Medwatch submitted on liner could not be removed from cup. Concomitant medical product - biomet screw catalog #:010000999 lot #: 3654065; biomet screw catalog#: 010000999 lot#: 3727754; biomet head catalog#: 14.28.07-20 lot#: 2859745; biomet shell catalog#: 110010245 lot#: 3575477; biomet beaering catalog#: ep-200150 lot#: 663430.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the photos provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.